Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 240 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. It was further reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery customer¿s blood glucose level was 133 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.